Manufacturer narrative:
The device has been returned/received to date. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to 261 mg/dl. The patient reported being unsure if the cannula was properly seated and bent, when it was removed from the infusion site.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that fluid was able to freely flow the complete fluid path. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no damage was present, a root cause of unsure properly inserted could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. No problem was found.